Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported failure mode can be confirmed. A root cause could not be determined. The reported failure mode will continue to be monitored. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that while the nurse was flushing the pump with nacl, it seemed that the fluid was spurting out from the stroke of the venipuncture needle. On closer inspection of the venipuncture needle, which had been discontinued, a hole was found in the stroke. There were unknown patient harm or adverse event reported as a result of the event.